Manufacturer narrative:
Conclusion and justification status: the complaint states the attune spacer block was noticed to be damaged around the balseal before the case. The investigation could not confirm the complaint as no product was returned. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. It should be noted that (B)(4) was released on 08 jul 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Furthermore, the assembly and disassembly of this device is carried out by the scrub nurse on a table away from the joint space, additionally the device cannot be disassembled within the joint space. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 14 apr 2016: the complaint was reopened as the product was returned. Upon inspection it was confirmed that one of the posts has fractured. The broken piece was not returned. It should be noted the spring has been retained. The conclusion remains the same as no information was provided with regard to how the failure occurred. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune spacer block was noticed to be damaged around the balseal before the case. On (B)(6) 2016 upon evaluation of the returned device, the post was found to be broken (piece missing).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.